Event description:
Information was received that the pressure in the cuff of a smiths medical tracheostomy had decreased to 0chh20 while in use. A tube change out was required as a result. No patient adverse events occurred.